Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified while based on the analysis, the alleged battery issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery could not be charged. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.